Manufacturer narrative:
Unit received with broken battery tube threads. Unit received with broken reservoir tube lip and missing reservoir tube o-ring. Unable to perform displacement test due to broken reservoir tube lip. A test reservoir was installed and did not lock in place due to broken reservoir tube lip.

Event description:
Customer reported via phone call that the reservoir compartment had damaged. Customer's blood glucose level was unknown at the time of the incident. Customer stated that the she was changing the reservoir and a piece came off also saw a chip on the side of the battery cap and it still screws in but there was a missing part. Customer stated that the reservoir was able to lock in place when inserted into insulin pump. Customer states the pump has physical damage. Customer stated the infusion set and reservoir did not show signs of damage. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.